Manufacturer narrative:
The insulin pump was rec'd with motor error alarm during rewind and fail the displacement test due to motor encoder signal out of phase.

Event description:
Customer reported that she is getting motor error alarm, and stated that she just got an MRI procedure done and forgot to remove her insulin pump.